Event description:
During an atrial fibrillation pfa procedure, fluid leaked from the sheath following the insertion of the catheter. It was noted that a loud clicking sound was heard during preparation with the dilator. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.